Event description:
The customer reported approximately fifty (50) milliliters of fluid leaked from underneath the instrument and onto the floor involving the unicel dxc 800 synchron system. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the ion selective electrode (ise) drain was overflowing. The fse cleaned the ion selective drain valve solenoid and resolved the issue. The unit conformed to the manufacturer's published performance specifications.(B)(4).